Event description:
It was reported, the sensor was giving inaccurate readings and the insulin pump went into threshold suspend. Customer's blood glucose was 6.7 mmol/l and sensor glucose was 2.2 mmol/l. Customer's mother stated customer was scared of the sensor and did not want to use it anymore. Customer's mother called back the following day and stated current senor reading was 2.2 mmol/l and blood glucose was 9.9 mmol/l. No bent cannulas on previous sensors. Customer's mother was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.